Manufacturer narrative:
(B) (4). Patient selection, excessive force. (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma, hemorrhagic shock. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of a moderately calcified unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was removed, "the suture did not come out." Difficulty was encountered removing the device. "The device was pulled (out) with force." When the device was removed, "the foot appeared to be almost broken." During removal, there was "some feeling the device caught some tissue". Manual compression was applied to achieve hemostasis. After the procedure, the pt developed a bursula testium hematoma with hemorrhagic shock, treated with a "massive blood transfusion". As of (B) (6), the pt remained in the intensive care unit. There were no reported adverse pt sequelae. Though requested, no additional info was provided.